Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had no power in 4s back device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main station was not powering up due to a faulty drawer board. The drawer board was replaced, and both the main and auxiliary stations powered on successfully. Final testing was performed in hardware test application (hta), and all drawers and slides were verified. All tests passed without errors. The system functioned as intended after the field service engineer repaired the device.